Manufacturer narrative:
See related event for resolution. Issue was resolved after replacement of the pcoip zero client. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6); section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart went black during navigation for a few seconds, then the screen turned back on. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
H3: a software analysis was initiated. Two sets of logs available in fdr and none of them included the incident reported date. Camera cart was found to be disconnected only for few seconds. Based on the information provided, the issue was observed due to hardware configuration failure. Issue was found to be resolved after replacing pcoip zero client. There was no indication that a software anomaly contributed to the reported behavior. H6: b01, c19 and d14 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.